Event description:
A pt's son reports his morther is having problem with light following intraocular lens implant surgery. Although she sees well, the light is bothersome and she is not comfortable. Even at home, she feels like she needs to wear sunglasses. Arrangements to obtain additional information from the implanting surgeon have been requested.

Manufacturer narrative:
H.3.6: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.